Event description:
It was reported that according to physician a dashboard message indicated a software problem regarding the calculation of device longevity. It was noted that action was planned to contact the patient for new interrogation and to provide a save-to-disc for further analysis however, not yet taken. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).